Event description:
Customer reported that two of his customers had experienced handset problems while the bathlift was in the lowered position. No injuries were reported as a result of the failures and no further details of the incident given. The bathlift handset is currently been recalled.